Event description:
It was reported that during a percutaneous transluminal coronary angioplasty procedure, the wire became stuck in the vessel. A dissection occurred and was repaired with a stent. The pt status is listed as "okay".